Event description:
It was reported that the system monitor was defective. The system monitor's display no longer worked and showed no reaction to touch. The inner screen seemed to be broken. No additional details were provided. The account exchanged the monitor from the internal stock. The affected monitor was to be returned.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor screen no longer working and showing no reaction to touch was not confirmed. The heartmate system monitor, serial number (B)(6) was returned and evaluated at the european distribution center on 14jun2021. The system underwent testing and the reported event could not be reproduced when using the system monitor regularly. The system then underwent functional testing and it passed all steps without issue. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate system monitor instructions for use informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.